Event description:
It was reported that during an unknown procedure, the device stopped working. When they removed the device from the hand piece, it was noticed that the posts were broken off. Another hand piece was used to complete the case with no patient consequence.

Manufacturer narrative:
Date sent: 7/7/2006. Information anticipated, but unavailable at this time.